Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose that was over 600 mg/dl. They treated with the insulin pump and a manual injection. They had been experiencing high blood glucose for two days in a row. Their current blood glucose level was 364 mg/dl. The customer also reported that the insulin pump¿s drive support cap was damaged. It was protruding. They did not recall pressing the cap while connected. The device will be replaced and returned for analysis.

Manufacturer narrative:
Findings: drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents. Also passed self test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was programmed with test minilink and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator. The sensor feature working properly. No bad sensor or lost sensor alarms noted. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.